Event description:
It was reported that the customer experienced a low blood glucose level (specific value unknown); cause was unknown. The customer broke their femur while attempting to consume carbohydrates to address the low. The customer went to the emergency room and was admitted to the intensive care unit. They were treated with intravenous saline and "fluids" (specifics of fluids were unknown to the customer), which resolved the issue. Reportedly, the customer was discharged on (B)(6) 2023 with the issue resolved and no permanent damage. The customer declined a system check with tandem technical support. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.